Manufacturer narrative:
Additional information: g3, g6, h2, h7, h9.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. Visual inspection revealed the input, output connectors and controls appeared to be free of physical damage. All the mounting hardware was secured. Normal wear was observed on the exterior enclosure. Ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. Upon further investigation, thermal damage was observed at component tr28 and tr31 on the rf controller board which confirmed the complaint. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to thermal damage on the rf controller board.

Event description:
This report is to advise of an event observed during analysis confirming thermal damage to the generator.